Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure death occurred. The patient presented with angina pectoris and acute myocardial infarction. The target lesion was in the calcified, moderately tortuous left anterior descending (lad) artery. The physician treated the 99% stenosed lesion with direct stenting using a 2.5x16mm taxus express2 drug eluting stent. The stent was postdilated by an unknown 2.75mm x 9mm balloon catheter. The stent size was "slightly smaller than the vessel size", so the stent was post-dilated "more". Antiplatelet medication was not given before the procedure. Ticlopidine and aspirin were given after the procedure. The 20000u of heparin was given until "blood concentration of the ticlopidine became effective". Heparin was then decreased gradually to 10000u and discontinued on the morning 4 days later. Later that night, the patient condition changed suddenly. "A duty doctor carried out survival equipment, but the patient was dead in the morning. Initial autopsy results showed there was no thrombosis in "coronary and stent deployed lesion", confirmed an infarction site, stated that the patient "did not cause abnormal heart rhythm. Additional information from the detailed autopsy results have been requested, but not received.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.